Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display and piston not rewinding. Customer reported that the time clock did not advance. Customer stated the screen was not completely blank. No alarms occurred during or after the time that the buttons were not responding. Insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to try insulin pump with remote. Insert battery alarm did not appear on insulin pump screen. Customer was unable to clear the insulin pump errors, power loss alarm and program insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.